Event description:
During a pacemaker exchange, psa measurements on the subject unipolar ventricular lead gave a bipolar impedance value of 645 ohms. The subject lead was then reconnected to a sorin reply dr pacemaker and left implanted. Following the procedure, this pacemaker switched to bipolar sensing in the ventricular channel.

Manufacturer narrative:
On (B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.